Manufacturer narrative:
Patient¿s identifier, date of birth, age and weight are unknown. Date of nail breakage is unknown. This report is for one (1) unknown tfna nail. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Therapy date is unknown. The (510k): unknown, as the specific part and lot number for tfna nail is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for an intertrochanteric fracture on an unknown date. Patient was implanted with a trochanteric nail (tfn), a helical blade and either one (1) or two (2) 5.0 mm locking screws that were distal. Status-post, reportedly, patient felt a pop. Patient went to the emergency room on an unknown date. Patient did not heal and developed a nonunion, resulting in the proximal portion of the nail breaking off. The nail broke above the helical blade. There were no fragments noted from the breakage. The broken part of the nail remained stationary. There were no reported issues with the helical blade or 5.0 mm locking screws. Both remained in place. Patient underwent revision surgery on (B)(6) 2017. All hardware was easily explanted and patient was revised to another company¿s hardware. Routine intraoperative x-rays were taken as standard for the procedure. There was no delay in surgery. Procedure was completed successfully. Patient reported as stable. Concomitant devices: helical blade (quantity of 1) and 5.0 mm locking screw (quantity of 1 or 2). This report is for one (1) unknown tfna nail. This is report 1 of 1 for complaint (B)(4).